Event description:
A call to technical services was made on (B)(6) 2014 stating that this rv lead had high thresholds. The device had 1.3 years remaining of battery life when checked a year ago but it reached eri (B)(6) of this year. This rv lead was recommended to be under fluoroscopy. There is no further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).